Event description:
Pt reported that their infusion set broke, and they do not have any other infusion set tubing available. At time of report, pt had a blood glucose of "hi", so they took a 25-uni insulin injection. Pt experienced frequent urination, thirst, and vomiting due to the high blood glucose.